Event description:
Additional information was received via implantable systems performance registry (ispr) indicated no concomitant medications were being used. The lot number of baclofen was unknown. Additional information was received via email that indicated the pump contained compounded baclofen at the time of this event.

Event description:
On (B)(6) 2015, information was received from a physician via an oracle clinical interface update regarding the (B)(6) male patient receiving sufentanyl (65.0mcg/day, 120mcg/ml), dilaudid (1.6249mg/day, 3.0mg/ml), and baclofen (lioresal) (59.58mcg/day, 110mcg/ml) via an implanted infusion pump. The patient's pertinent medical history was back pain. No symptoms were reported related to this event. If additional information is received regarding concomitant medications being taken at the time of this event, a follow up report will be sent.

Event description:
It was reported that there had been an inability to aspirate fluid and no free flow of cerebrospinal fluid (csf) on (B)(6) 2014. The previous refill programming date had been (B)(6) 2014. An isotope pump study 2015-09-22 showed normal drug delivery to pump. The pump was replaced (B)(6) 2014, returned to the manufacturer, and the patient recovered without sequelae (B)(6) 2014. The pump had been nearing end of battery life, the estimated eri (elective replacement indicator) as of (B)(6) 2014 was ¿7 months.¿ the severity of the reported event was ¿mild¿ and there were no serious adverse drug events (sade). The pump was used to infuse sufentanyl, dilaudid, and baclofen (lioresal). If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n134586, implanted: (B)(6) 2008, product type accessory; product ID 8711, lot # n123404003, implanted: (B)(6) 2008, product type catheter. (B)(4).